Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 02/20/2024. An investigation was conducted on 02/20/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. The cannula and c-ring were observed to be intact with no visual defects. A microscopic inspection was conducted. The heater wire and gray silicone insulation of the hot jaw were observed to be intact with no visual defects. The silicone on the tip of the cold jaw was observed to be peeled off the tip of the jaw, but remained attached. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw/delaminated" was confirmed. The lot # 3000363947 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvest, vasoview hemopro vh-3500 insulation on jaws coming off. No components of the device fell into patient or tunnel. A new device was used to complete the procedure with no procedural delay. There was no patient harm.